Event description:
It was reported that the revision was performed due to fracture of component.

Manufacturer narrative:
After further analysis of the explants, it was determined that smith & nephew is not the registered manufacturer. The devices were returned to the patient since the manufacturer was unable to be determined.

Event description:
After further analysis of the explants, it was determined that smith & nephew is not the registered manufacturer. The devices were returned to the patient since the manufacturer was unable to be determined.